Manufacturer narrative:
This report is submitted on july 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient was administered topical antibiotics on (B)(6) 2018, due to a skin breakdown at the implant site. The patient is being clinically managed by the health care provider.